Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent a left hip hemiarthroplasty on an unknown date. Subsequently, patient was revised to a left total hip on (B)(6) 2015 due to unknown reasons. Subsequently, patient dislocated a few days after the procedure and a pelvic fracture was noted. An upcoming revision procedure has been indicated; however, no additional revision has been reported to date. No further information has been provided.